Manufacturer narrative:
Concomitant medical products: product ID: 5076-58, serial# (B)(4), implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a right ventricular (rv) lead exhibited t wave oversensing and r wave undersensing and qrs wave undersensing. Mode switches were noted. Right atrial (ra) lead oversensing was also noted. Both leads remain in use. No patient complications have been reported as a result of this event.